Event description:
Customer's daughter initially reported lancet was difficult to insert and eject from lancet device while using the softclix lancet device. Manufacturer's investigation department confirmed daughter's allegation and also found lancet device would intermittently not retract. No adverse event was reported. Device was returned and a replacement was sent.